Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the patient implanted with this device system was presented with a rhythm with a different morphology in every other beat. A big-small pattern was observed, with the device undersensing some of the smaller beats and as a result, paces. Following this, the rhythm appeared to become a ventricular tachycardia (vt) breaking on its own and the device diverted therapy. Technical services (ts) discussed possible adjustments to device programming and noted that the undersensing was not due to the timing or blanking, but due to the morphology of the rhythm and the possibility that the ventricular pace accelerated the rhythm to the vt. Ts suggested to consider programming the sensitivity of the device, however, this may introduce oversensing. The health care provider reported that this was the only event observed and next steps would be discussed with the patients' physician. The device was later explanted for normal battery depletion.